Event description:
During a laparoscopic adrenalectomy procedure, after one hour into the procedure, the instrument error showed on the generator. The instrument was cleaned by activating in water, wiping clean, instrument reattached, and error still occured. Another instrument was used to complete the case. There was no reported patient consequence.